Manufacturer narrative:
Updated data: b1 b2 b5 h1 h6 - annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that approximately five years following the implant of the valve the patient was hospitalized. A second transcatheter aortic valve (tav) was implanted valve-in-valve. The replacement valve was a non-medtronic device and was successfully implanted in the desired location. The patient was discharged four days later.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately four years and eleven months following the implant of this valve, it was identified that the valve failed. The primary mode of valve failure was structural valve deterioration described as predominant aortic regurgitation (ar) without hemodynamic valve deterioration (hvd). No intervention was reported.